Event description:
It was reported that; broken screws. Revision surgery required.

Manufacturer narrative:
Method: device history review. Device inspection. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the device revealed beach marks on the fracture surface, which is consistent with fatigue fracture. Conclusion: the most likely cause of the customer reported event is fatigue fracture due to normal loads imposed by the body.

Event description:
It was reported that; broken screws. Revision surgery required.